Event description:
It was reported that externalized conductors were observed via fluoroscopy. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead with the electrode portion measuring 47.9cm was returned for analysis. Externalized conductors due to internal insulation abrasion were found at 9.3-14.6cm from the electrode tip. An internal insulation abrasion was found at 9.9-10.7cm from the electrode tip. The etfe coating was intact at these locations.